Event description:
Information was received indicating that a smiths medical pump was stating that the entire volume was delivered but the bag of medicine still shows about 40cc left. The issue was resolved by using a different pump and medication bag. The patient was not affected. There were no reported adverse events.